Event description:
A pt developed an infection three weeks following surgery. The device was used in the immediate post-operative period. Although there is no information about method of treatment for this pt, it is assumed that antibiotics therapy was initiated.